Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involved.

Event description:
(B)(4). Customer receiving pop-up message "flow blocked", during patient-side occlusion during check-in task (8100 s/n (B)(4)). Failure device type: alaris system instrument, failure problem type: 8100, failure mode: pm testing. Case resolution: customer receiving pop-up message "flow blocked", during patient-side occlusion during check-in task (8100 s/n (B)(4)). Explained problematic situation for pop-up message to appear during testing of device. Step through the work around process in system maintenance. Retest of the patient-side occlusion task. Pop-up message eliminated and no re-occurrences. Informed customer, if any further concerns and/or issues to give a call back. End call.